Manufacturer narrative:
(B)(4) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens was implanted in the patient''s operative eye. It was later explanted due to mechanical complications. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215. In reviewing the file, section g7 in follow-up report #1, was inadvertently submitted with number 2 entered in this field. Therefore, this supplemental report section g7 is populated with number 3, although this report is follow-up #2.

Manufacturer narrative:
Section d10: device available for evaluation: yes, section d10: returned to manufacturer on: 07/20/2018, section h3: device returned to manufacturer: yes, device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected using a 12x magnification and showed deep scratches at the optic of the lens near to the cutting area. Unable to determine if these scratches were due to lens cutting process during explant. No abnormality found at both of the haptics area. Lens was further measured and all measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the labeling was not reviewed. Complaint codes ¿not a device problem¿ and ¿explant¿ are non-specific complaint codes. The search would lead to ambiguous results. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
We are re-submitting the information previously reported in MDR 3011852734-2018-00130 follow-up #2 and identifying this report as follow-up 1 in section g6 as requested by FDA MDR data systems team. Follow-up #2 report was submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. Follow-up #3 was submitted to correct the numbering in follow-up #2. In reviewing the MDR history it appears follow-up #1 was inadvertently not submitted, therefore this submission is being sent. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.